Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol's MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The allegation regarding the ventralex patch, alleging a "broken reinforcement", was inconclusive as the sample was not returned for evaluation. Another of the same mesh was used to complete the case, with no patient harm reported. Furthermore based on the available information no conclusion could be made. A review of the device history record was performed and found that the lot was manufactured to specification and there was no rework that would cause or contribute to the complaint. There have been no other complaints of any type for the product lot. Clarification and additional information regarding the complaint were unable to be obtained following multiple follow-up attempts. If additional information is obtained, the report would be updated. Device not returned.

Event description:
It was reported by the facility via fax sent to the country contact, that the product allegedly had a "broken reinforcement." The procedure was completed using a non bard/davol product no patient harm reported.